Manufacturer narrative:
The catalog number is unknown, if received, it will be provided. Complaint conclusion: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt of the inferior vena cava filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed, and the exact causes could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. The timing and mechanism of the tilt has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt of the inferior vena cava filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt of the inferior vena cava filter. The patient also reports to have experienced emotional distress, mental anguish, anxiety and stress. According to the information received the patient became aware of the events seven years and nine months post implantation. The indication for the filter placement was prophylactically in a patient with a gunshot wound to the spine, t-8 paraplegia, a fractured right femur and contraindication to anticoagulants. The filter was placed via the left common femoral vein and deployed just below the level of the renal veins. The patient is reported to have tolerated the procedure well and was transported back to the intensive care unit intubated and in critical but stable condition. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed, and the exact causes could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. The timing and mechanism of the tilt has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. There is nothing in the limited information available for review to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
According to the information received in the patient profile from (ppf), the patient became aware of the events seven years and nine months post implantation. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt. These injuries have caused emotional distress, mental anguish, anxiety and stress. The following additional information received per the medical records state that the patient has a history of multiple trauma due to a gunshot wound to the spine, and a fractured right femur. The trauma service requested a prophylactic ivc filter for prevention against pulmonary embolus in this high risk patient who cannot be anticoagulated. During the implant procedure, the left common femoral vein was accessed percutaneously with an 18-gauge needle and a guidewire was inserted into the vein. The needle was exchanged for a 6-french sheath which was advanced into the inferior vena cava. The trapease filter was deployed inferior to the renal veins. The patient tolerated the procedure well.

Manufacturer narrative:
Correction to product code.